Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose. Reportedly, customer loaded a new cartridge and resumed insulin. No additional patient or event information was provided.